Event description:
During a device replacement procedure, it was not possible for the physician to connect the right ventricular lead to the device. The set screw would not unscrew. The device was replaced, and the lead was connected with good electrical measurements. The patient is in stable condition.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. A torque driver was unable to engage with the v is-1 bi set screw. The set screw was inspected under magnification, and a piece of metal was found in the hex cavity. It is not known how the metal became lodged in the hex cavity.